Event description:
It was reported by the customer during routine check that the cs300 intra-aortic balloon pump (iabp) device does not charge, probably power supply damage. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated field: b4, d9, e3, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions) h11. A getinge field service engineer (fse) evaluated the unit and replaced power supply. The unit has passed all performance and safety tests according to manufacturer specifications.